Event description:
It was reported that the lesion was located in the non-calcified, heavily tortuous, proximal circumflex. After pre-dilatation, the promus stent delivery system (sds) was advanced, but would not cross. There was some resistance during removal of the sds in the guiding catheter and the proximal stent struts were observed to be flared. No adverse patient effect or clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.